Manufacturer narrative:
(B)(4). On an unknown date in 2014, the patient experienced peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and subsequently passed away due to an unknown cause coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. Treatment for the peritonitis was not reported. It was not reported whether the patient was hospitalized for the peritonitis event or whether the patient experienced peritonitis prior to or during hospitalizations for other indications. Twenty four days prior to death, automated peritoneal dialysis (apd) therapy was discontinued and the patient was started on continuous ambulatory capd for esrd. Subsequently, the patient passed away during hospitalization due to an unknown cause, further described as possibly due to cardiac related issues (such as heart attack or blockage in the heart), however, this was not medically confirmed. It was unknown whether the patient recovered from the peritonitis prior to death. Dianeal therapy via capd was ongoing until the time of death. At the time of this report, a death certificate was not available. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.